Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. Based on the results of the device evaluation and available information, the investigation determined the likely cause of the reported event was failure of the power switch due to the design.

Event description:
A user facility reported to olympus that the power switch was pushed in all the way, however, the unit would not remain powered up. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation determined the power switch failed and is a previous design version. The power switch was replaced to resolve the issue. The investigation is ongoing and a conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.